Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing heart rates "in the thirties." It was reported that the implantable pulse generator (ipg) was allowing pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.